Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having discomfort at the ins site. No troubleshooting was performed and the patient was considering a battery revision. Additional information received from the representative. It was reported that no intervention was performed at the time and that the managing doctor was considering a revision if the discomfort didn't resolve. Additional information received from the representative. It was reported that the patient had a pocket revision on (B)(6) 2018. The ins was moved from the left to the right per patient request for comfort. No further complications reported.

Manufacturer narrative:
Correction: conclusion code corrected to 22. If information is provided in the future, a supplemental report will be issued.